Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert. The customer's blood glucose was 23.1 mmol/l at the time of incident. It was reported that the battery cap was damaged. The insulin pump will not be returned for analysis.